Event description:
The physician reports, that the crystalens tore when delivering the lens using the staar surgical lens injector system. While removing the damaged lens, the anterior capsule tore slightly. No vitreous fluid was lost and no intervention was performed. A standard monofocal lens was implanted successfully in the sulcus and the patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the lens was loaded incorrectly.